Manufacturer narrative:
The investigation determined that a lower than expected vitros amph proficiency result occurred on a vitros 4600 chemistry system. The investigation concludes that a false negative vitros amph result was obtained from a proficiency sample based on an unknown amphetamine compound present in the sample with a value of 1500 ng/ml. The root cause is a known limitation of the vitros amph reagent. The unknown amphetamine compound most likely has a low cross reactivity with the vitros amph reagent as stated in the vitros amph instructions for use (IFU). The vitros 4600 system did not malfunction.

Event description:
A customer observed a lower than expected vitros amph result from a proficiency sample fluid processed on a vitros 4600 chemistry system. Vitros amph proficiency sample result: 979 ng/ml (negative) versus expected result of 1500 ng/ml (positive) using a cutoff of 1000 ng/ml. The customer made no allegations that patient sample results were affected. However, biased patient results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. There was no allegation of patient harm as a result of this event. (B)(4).